Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each hydro gw stf std s 150-035; returned reloaded into the dispenser assembly, accompanied by the labeled portion of the packaging carton, and double-bagged within "zip-lock" style poly biohazard pouches. After injecting the dispenser assembly with approximately 15 cc of room temperature (22o) blood-bank saline, the specimen was removed from the dispenser and subjected to visual and tactile examination. The specimen coating appears visually and tacitly consistent when examined at 1x - 18 inches, unaided, wet. The specimen presents multiple regions of skive/cut damage to the polymer jacket material scattered over the distal 30.85 cm and bend damage over the distal 4.25 cm. Microscopically the specimen coating appears to be worn and abraded, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. As stated in the warnings section of the device instructions for use: "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire." Also, "if any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." In addition, as stated in the precautions section of the device instructions for use, "due to variations of certain catheter tip inner diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. It was reported that there was no harm for the patient. If additional relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
Note: this report pertains to the first device/ first case. Medwatch report 2126666-2017-00032 captures the second device/second case. In 2 cases, small pieces of the coating had been peeled of and fell apart into the ureteral. The wire got stuck in the catheter,the hydrofil coating seems to not work optimally. When they retracked the catheter,the guidewire had abnormal friction and was pull out together with the catheter. Normally the catheter will stay into the ureteral when the catheter are pulled out. At 2 times the zipwire had got stuck in the ureteroscope and a small piece of the guidewire coating has been peel of. The piece has been so small as physician excepted the patient can wee out the fragment. Customer complaint about they feel the last deliver order of the zipwire has had this issue as they jam into the catheter and the scope.